Event description:
Healthcare professional reported deflation against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on anterior (valve bond edge) and striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. A sharp opening on anterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported the device has been explanted.

Event description:
Healthcare professional reported deflation against right device. The device remains implanted.